Event description:
Operator at the warehouse noticed that the synchron trace-klean cleaning solution bottle and package leaflet were both damp. There was neither bottle breakage, nor a loose cap . No one was affected by the reagent leak.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).